Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A patient experienced a postoperative neck hematoma one day after a carotid surgery in which vascuguard was used. It was reported the patient's neck was swollen and was experiencing bleeding. The patient was hospitalized overnight for the event and was given heparin (dose, frequency and route not reported) as treatment. No further information was provided regarding patient outcome. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The surgeon reported that there were no bleeding concerns or anything unusual noted with the product intraoperatively. The hematoma was further described as a gravity dependent hematoma of the neck. The surgeon did not feel the reported events were related to the vascu-guard patch. The actual device was not available; however, a companion sample was received for evaluation. The companion sample that was returned had no apparent defects; however, suture retention testing was unable to be performed due to the size of the sample. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection of the companion sample did not identify any abnormalities that could have contributed to the reported condition. Scanning electron microscopy, differential scanning calorimetry, and amine index testing showed no evidence of reduced product function. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.